Event description:
It was reported that the etrak 3500 was unable to aid in navigation. There was no adverse pt involvement reported. There was no pt information reported.

Manufacturer narrative:
A ge service representative performed an evaluation over the telephone. The malfunction was verified and cause is technique used in pt data set registration. Assisted physician on proper method.